Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon used the mallet to impact the shim and it fractured in the process. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 h6 : proposed component (annex g) code is mechanical (g04) - provisional bottom the returned device exhibits signs of repeated use (nicked or gouged) and is fractured on lateral side of post. All pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The persona surgical technique, technique tip: apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. The tasp construct includes the tasp top, bottom, shim, and tibial sizing plate handle. The tasp¿s were inserted with excessive force during the surgery which caused the fracture of the provisional; hence the root cause is attributed to user error/off label use. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; d9; g3; g6; h1; h2; h4. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.